Manufacturer narrative:
The reported events were for high capture threshold and perforation. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. The reported event for high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested in specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented two days post procedure in-clinic experiencing pain and discomfort. Upon interrogation, the patient's right ventricular (rv) lead was found to have high capture thresholds. A computerized tomography scan revealed cardiac perforation on the rv lead. The device was reprogrammed until surgical intervention could be performed. The rv lead was explanted on (B)(6) 2021. The patient was stable throughout.